Manufacturer narrative:
H4: the lot was manufactured from april 08, 2020 - april 09, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume folfusor. After approximately 48 hours, it was observed that device was still almost full which suggested there was no flow of medication during patient infusion. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.